Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit showed that the clamp had a loose pivot lock and debris was present. Additionally, some worn internal parts needed to be replaced along with the swivel base which may have worn internal threads. Repairs were made and general cleaning and maintenance performed after which the unit was function checked. Root cause - the complaint is confirmed via inspection of the unit. The unit required cleaning and replacement of worn components from routine use and wear. Additionally, improper, or suboptimal placement of the skull clamp on the patient can contribute to slippage/movement of the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during an unspecified surgery, the lock on the mayfield modified skull clamp (a1059) opened too fast. The patient was in position for surgery and the skull clamp jumped opened. Additional information received as follows: when was the problem discovered (before, during, after the operation)? Answer: the patient was placed supine in mayfield forceps and then turned prone. When it was fixed to the table, the loosening was noticeable. Was the patient already under anesthesia? Answer: yes. Was the patient injured? If yes, please describe the injury and the treatment. Answer: the loose joint and the associated avulsion resulted in a scalp injury. This was taken care of. Did the event lead to an increase in operating time? If yes, how long? Answer: yes, the start of the actual operation was extended by about 10 minutes. How did the medical staff complete the procedure (with a backup device)? Answer: yes the pliers have been replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.